Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the pt was implanted with a gore tag thoracic endoprosthesis to treat an intramural hematoma. During the procedure, a 32mm cook graft was placed just below the left subclavian artery. During deployment, the 32mm cook graft had migrated distally 3cm. The gore tag thoracic endoprosthesis was implanted proximally inside the cook graft and landed just below the left subclavian artery. No complications were reported after the gore device implant and the final angiogram did not reveal any endoleaks. On (B)(6) 2010, a post operative computed tomography revealed infolding of the previously implanted gore tag thoracic endoprosthesis. The physician has decided to take a wait and watch approach with this pt. The pt tolerated the procedure and no endoleaks were noted on imaging.